Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Per the package insert, implant fracture is a known adverse effect of the system, however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. ¿

Manufacturer narrative:
(B)(4). Concomitant devices - unknown nexgen lcck articular surface catalog #: 90597005012 lot #: 62487566, nexgen stemmed nonaugmentable option tibial component size 8 catalog #: 00598605702 lot #: 62292581, palacos r + g 2x40 bone cement catalog #: 66017569 lot #: 76534332. Foreign report source: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on jul 9, 2020 under manufacturing report number 0001822565-2020-02492.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address the breakage of the femoral component approximately six (6) years post-operatively. The patient was changing the tire on his car when the prosthesis broke, which may have been a contributing factor. The surgeon also noted that fatigue may have contributed to the fracture. Attempts have been made, but no additional information is available at this time.